Manufacturer narrative:
No patient information provided as no patient was involved in this concern. On 05/02/2016 a medtronic representative performed a navigation system check-out, software and instruments areas passed. Hardware test failed. Camera was not responding. Return requested. Medtronic investigation of returned suspect device finds that the positioning sensor unit (psu) was received poorly packaged and has many scratches on the housing and lenses. The psu passed an aak test at .11 mm with a passing threshold of .60 mm but reported a high line separation of 2.98 mm. The psu is not usable as is. Electrical failure. Hardware investigation was completed. This issue was found related to a hardware issue and was documented in a medtronic hardware anomaly tracking database.

Event description:
A medtronic representative reported a navigation system camera that was not showing status, power or any type of communication. The camera was not responding to the navigation system properly. No further details regarding the behavior, or specifically when it occurred, were provided. There was no patient present when this issue was identified.